Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding the patient's implanted infusion pump containing bupivacaine and dilaudid (doses and concentrations unknown). The indications for use included non-malignant pain and other chronic/intract pain in the trunk/limbs. It was reported that in (B)(6) 2016, the patient experienced a fall. A little over three months ago during a refill, the patient's healthcare provider reportedly had difficulty refilling the pump and locating the refill septum. It was thought that the pump may have slipped and/or flipped in the pocket, so an ultrasound was performed. In (B)(6) 2017, the patient lost a total of 30lbs and a couple of weeks ago the pump area became swollen and painful when bumped. On (B)(6) 2017, it was noted that the patient's spinal area was red and sore where the catheter was located. No recent trauma, accidents, or procedures were noted. The patient had called her hcp recently regarding these issues and was to try to see an hcp on (B)(6) 2017.

Manufacturer narrative:
Corrected information: device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the results of the ultrasound performed during the pump refill on (B)(6) 2017 confirmed the pump was not flipped. The actions and interventions taken to resolve the patient¿s symptoms was reported as the patient¿s symptoms resolved. The patient¿s medical history included recurrent (B)(6) infections. A catheter study was performed on (B)(6) 2017. The patient had several pump decreases and is working toward explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient¿s weight was reported as on (B)(6) 2016, (B)(6) lbs and on (B)(6) 2017, (B)(6) lbs. No further complications were reported/anticipated.